Event description:
It was reported that battery did not last as long as it used to. There was no reported impact to the customer¿s blood glucose level. Customer declined transfer or follow-up, and no additional information was received regarding the outcome of the event.